Event description:
Htlhcare professional reported implantation of seri surgical scaffold along with a concomitant breast implant to reinforce tissue located at the right side inframammary fold on (B)(6) 2014. The hlthcare professional decided to remove both devices on (B)(6) 2015 after complications developed on the contralateral side. Upon removal, the seri surgical scaffold displayed "no adhesion" to the pt's tissue, and the tissue exhibited an "inflammatory response." The hlthcare professional could not determine the cause of the inflammatory response or the lack of tissue integration. The device was completely removed and discarded.

Manufacturer narrative:
(B)(4). The event of inflammation, inadequate tissue ingrowth, are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. The physician discarded the device when it was explanted and it is no longer available for return. Therefore, allergan will not receive the device and no analysis or testing will be done.